Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the wake button stuck alarm was unable to be cleared. Customer reverted to an alternate form of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.